Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the conductor wire of the force bipolar instrument was loose, broken, or disconnected. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument black conductor wire was damaged during procedure. There was no loss of cautery associated with the damaged wire. There was no arcing observed. The instrument operated as expected during the procedure. After the completion of the procedure, the instrument was not inspected for any damage.

Manufacturer narrative:
Based on the claim against the product by the customer noting a conductor wire damaged, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has completed failure analysis and was able to reproduce and confirmed the reported complaint. The force bipolar instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual inspection showed no thermal damage. No portion of the conductor wire insulation was missing but the wires were exposed.